Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). Evaluation summary:the condition of a basal/bolus infusor device with a ruptured reservoir was discovered and confirmed during device evaluation by a baxter technician. No assignable cause was provided. This device is a single use device and will not be repaired.

Manufacturer narrative:
(B)(4). The device has been received by baxter; however, the device evaluation is still in process and has not yet been completed. Once the evaluation has been completed, a follow-up report will be submitted.

Event description:
During product evaluation by baxter service personnel, a basal/bolus infusor device was found to have a ruptured reservoir. This condition was found during product evaluation with no patient involvement. No additional information is available.